Event description:
It was reported that the patient was inappropriately shocked due to oversensing of electromagnetic interference (emi) by the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.